Event description:
During the procedure, it was reported that the catheter fractured approximately 30cm from the proximal hub and the procedure was completed with a different catheter.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).